Manufacturer narrative:
Product event summary: two batteries were returned for evaluation. A review of the (B)(6) ¿s manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The log files of the controller in use during the reported event revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis did not reveal any premature power switching events. Failure analysis of the returned batteries revealed that the devices passed visual examination. Functional testing revealed that test equipment was unable to read the batteries status. A software reset was able to reestablish communication with test equipment. Functional testing also revealed that the capacity of the (B)(6) was lower than expected. It was noted that the battery had a cycle count of 277 and that there was a time difference of more than 1118 days between the manufacturing date and the reported event date. This indicates that the battery was most likely not in use for an extended period. Hence, the battery was susceptible to an expected degradation of capacity as a result of non-usage. As a result, the reported power switching could not be confirmed. A power source lubrication procedure was performed on all power sources on (B)(6) 2018 to mitigate the reported conditions. The most likely root cause of the batteries unable to communicate with the test equipment can be attributed to a faulty integrated circuit. An internal investigation examined battery main integrated circuit malfunctions. The most likely root cause of the observed low battery capacity can be attributed to an expected degradation of capacity as a result of non-usage over time. Additional products: d4: serial or lot#: (B)(6). D10: yes, return date: 07-mar-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 120 h6: FDA conclusion code(s): 4307 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system ¿battery, serial #: (B)(4) / model #: 1650de / expiration date: 2017-01-31, UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2016-07-31. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was power switching on the batteries. The batteries were exchanged. No patient complications have been reported as a result of this event.